Event description:
It has been reported to philips that the allura xper fd10 system had frequent failure of the ippc component. Patient was removed and sent to another room to continue the procedure. The ippc component was replaced to resolve the issue. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found ippc faulty, booting in windows and hanging at startup, software reinstallation failed, os hard disk had read disk error. Fse replaced os hard disk, ippc and installed software successfully and handed over in good working conditions, upgraded the system performed the upgrade as per service procedures. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found ippc faulty, booting in windows and hanging at startup, software reinstallation failed, os hard disk had read disk error. Fse replaced os hard disk, ippc and installed software successfully and handed over in good working conditions, upgraded the system performed the upgrade as per service procedures. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The product UDI and the device identifier (gtin) have been updated.